Manufacturer narrative:
Additional narrative: additional patient information: patient height reported as 162cm. Date of postoperative fracture mal-union is unknown. (B)(4). The complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent two (2) revision procedures due to post-operative occurrences. The procedures were performed on (B)(6) 2015 and (B)(6) 2015. The original procedure, which was to repair a left mid-shaft humerus fracture, was performed on (B)(6) 2015. Subsequently, the patient developed a mal-union of the fracture. As a result, the patient returned to the operating room on (B)(6) 2015. During the procedure, a 12-hole locking compression plate (lcp) and an unknown quantity of 3.5mm cortical and 3.5mm locking screws were explanted. All removed hardware was fully intact. The patient was revised to a new lcp and screws. The revision procedure was completed successfully without incident. This complaint refers to the revision procedure performed on (B)(6) 2015 due to fracture mal-union. The revision procedure from (B)(6) 2015 will be captured in and reported under (B)(4). This report is 1 of 2 for (B)(4).